Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the attachment device was not functional, did not engage when the power was applied and the coupling pin was not aligned properly. It was also noted that the bearings were corroded and the o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from normal use and possible immersion during cleaning process/improper cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the sagittal saw attachment device was frozen and out of alignment. During in-house engineering evaluation, it was observed that the device was not functional, did not engage when the power was applied and the coupling pin was not aligned properly. It was also noted that the bearings were corroded and the o-rings were worn. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.